Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 69-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was switched to in-center [dialysis] as a result. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following a fall with head trauma at home. It was affirmed the patient was not actively undergoing a dialysis treatment on or around the time of the fall. Upon admission to the hospital, the patient complained of abdominal pain and cloudy peritoneal effluent fluid was noted. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with mycobacterium in the culture (species unknown) and a wbc count of 1573/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient was discharged from this outpatient clinic following release from the hospital whereas clinic staff could not conduct an infection follow up with the patient and the cause remains unknown. The patient was prescribed antibiotics while hospitalized but they were not reported in the patient¿s hospital discharge paperwork. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until her pd catheter was removed (date unknown) due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy for the duration of the admission. The patient was discharged to home on 12/may/2023. It was affirmed the patient¿s fall leading to head trauma and the initial hospital admission were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, though the root cause of this patient¿s adverse event was unknown, it was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and presumably continues hd therapy on an in-center basis with no plan to return to pd therapy.

Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 69-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was switched to in-center [dialysis] as a result. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following a fall with head trauma at home. It was affirmed the patient was not actively undergoing a dialysis treatment on or around the time of the fall. Upon admission to the hospital, the patient complained of abdominal pain and cloudy peritoneal effluent fluid was noted. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with mycobacterium in the culture (species unknown) and a wbc count of 1573/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient was discharged from this outpatient clinic following release from the hospital whereas clinic staff could not conduct an infection follow up with the patient and the cause remains unknown. The patient was prescribed antibiotics while hospitalized but they were not reported in the patient¿s hospital discharge paperwork. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until her pd catheter was removed (date unknown) due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy for the duration of the admission. The patient was discharged to home on (B)(6) 2023. It was affirmed the patient¿s fall leading to head trauma and the initial hospital admission were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, though the root cause of this patient¿s adverse event was unknown, it was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and presumably continues hd therapy on an in-center basis with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. In the absence of a reported source of this patient¿s adverse event, the root cause cannot be determined; however, it was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.